Event description:
The customer reported that the unit's display went black, and the ventilator alarmed and restarted while in use on a pt. The customer reported there was no pt harm. The manufacturer's service technician was unable to duplicate customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a +24 volt failure. The service technician replaced the power supply as a precaution. Final testing, including extended self testing (est), was completed and all tests passed per operating specifications.

Manufacturer narrative:
Na